Event description:
In 2009, a company rep reported the pt had issues with his absorption rates while using his insulin infusion sets. On follow up with the pt, he stated he has had a problem with insulin absorption for about 2 yrs. He is using a competitor infusion device and has used 2 different types of infusion sets. He said the infusion set with the 90 degree insertion has been more effective for him and he uses his buttocks, back of his arms or sides as site locations. He stated that within 1-1.5 days after inserting his headset his blood glucose will elevate to the 180-500 mg/dl range with his normal range being 100-120 mg/dl. He stated he discussed the issue with his doctor who recommended using other site locations. Site mgmt was discussed with the pt. A guide to infusion site mgmt was offered to the pt but he stated he already had a copy. A request for add'l training was submitted. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.